Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump rewinded very slow that it caused no delivery alarms. Customer's blood glucose was 123 mg/dl but elevated to 211 mg/dl due to no delivery alarm. Customer reported that insulin pump was also making a grinding sound. No delivery alarm was resolved with a complete set change. Customer was advised that insulin pump would need to be replaced.